Event description:
It was reported that the device was unable to perform any impedance measurements through the programmer, which displayed an "unable to perform impedance measurements due to an update" message. A manually guided reset was unsuccessful in resolving the issue. The device remains in use; however it will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.